Event description:
It was reported that during balloon angioplasty with stent placement procedure in a patient with carotid artery stenosis, the subject balloon deflated on its own inside the patient anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the reported lot number was not confirmed as the packaging was not returned with the device. During inspection the balloon catheter was confirmed to be damaged. The balloon failed the functional test. Following inflation it was noted to be leaking, thereby confirming the as reported complaint. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed during device analysis. The analysis results are consistent with the reported event. The device did not met specifications when received for complaint investigation based on the functional and visual anomalies noted to the returned parts of the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'very meandering'. The balloon was successfully inflated during preparation but it was reported that 'when the relevant flowgate was inflated inside anatomy, the balloon deflated on its own'. The as reported event of 'balloon leaked during use' as well as the as analyzed event of 'balloon catheter damaged' and 'balloon leaked during use' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during balloon angioplasty with stent placement procedure in a patient with carotid artery stenosis, the subject balloon deflated on its own inside the patient anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.